Manufacturer narrative:
Evaluation summary: received x-rays matched the report, and the event was confirmed. The review of the risk assessment for the failure mode indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. No deviation was found in the manufacturing documents. No deviation in function was found. It was concluded that most likely the set screw had been unscrewed for more than ¼ of a turn resulting in exceeded motion of the lag screw towards medial. From technical point of view in this case no implant failure was verified. Limited medical information suggested a medical statement being not reasonable. The event was not caused by a deficiency of the devices. The returned units performed as intended. The cause of the event was rather insufficient placement of the set screw.

Event description:
The patient had the primary surgery of gamma3 on 2013 (B)(6). The patient complained the pain at hip and found that rug screw penetrated the head of hip to the pelvis on xrays on 2013 (B)(6). On 2013 (B)(6) the devices were removed from the patient.

Event description:
The patient had the primary surgery of gamma3 on (B)(6) 2013. The patient complained the pain at hip and found that rug screw penetrated the head of hip to the pelvis on xrays on (B)(6) 2013. On (B)(6) 2013 the devices were removed from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.